Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up 8 months post implant, the pulse generator showed measured data of 2.79 v, 18 ua, and less than 1 k ohms. Although calcula- tions based on measured data indicated an estimated remain- ing longevity of greater than 3.5 years, the device showed an estimated remaining longevity of less than 3 months.